Event description:
The customer reported that a pt received a partial to full-thickness burn during a procedure. The customer stated that a non-covidien green light laser was in use during the procedure and may have caused the pt burn. The treatment of the pt burn was not made available by site contact. The customer does not think the generator contributed to the pt burn. The unit was tested at the site and performed satisfactorily.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.